Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The ipp was explanted and replaced. There were not patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Cylinder one had a hole with a leak in the outer tube from kink resistant tubing (krt) wear in the proximal end. Cylinder 1 had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder 1 krt was worn to the filament. Cylinder 2 had wear at fold in the proximal end, middle, and distal end of the cylinder. The cylinder 2 krt was worn to the filament. Cylinder 2 had a leak from sharp instrument in the proximal end of the cylinder. The momentary squeeze (ms) pump krt was worn to the filament. Under microscope observation, contamination was found within the ms pump, therefore it was not functionally tested. The ms pump passed the leakage testing. The flat reservoir had wear and a hole at a fold in reservoir shell. There was a leak at a corner of a fold in flat reservoir shell.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The ipp was explanted and replaced. There were not patient complications reported.